Event description:
It was reported that the system 9600+ would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The auxilliary interface circuit board and the 4.5 vdc alakaline battery were replaced. The system was tested and found to be working as intended and placed back into service.